Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had issues with two reservoirs. The customer attempted to push insulin using the plunger manually, but insulin was not going through the tubing. After replacing the reservoir, the same issue occurred. The customer did not receive any no delivery alarms. Customer's blood glucose level was 7.2 mmol/l. The device was not returned.